Manufacturer narrative:
(B)(4). Date sent: 12/10/2021. D4: batch # r57u0e. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlh60 device was received with the shroud open and with reload present on the device. In addition, the tyvek was received along with the device. The reload was received fully fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies could be observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The condition of the opened handle is related to improper use of the device. This condition is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device although no conclusion could be reached on the cause of the reported event, since the device was received with the handle open, the instructions for use contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Could you please clarify if there were any patient consequences? Response: no. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Response: no. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the nurse just roughly indicated that the stapler did not form well.